Manufacturer narrative:
(B)(4). (B)(4) stent migrated. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex biliary rx fully covered stent was implanted to treat a 1.0 cm malignant adenocarcinoma tumor in the head of the pancreas during a stent placement procedure performed on (B)(6) 2015 as part of e7034 wallflex biliary fully covered preoperative drainage natx clinical trial. Baseline assessment of biliary obstructive symptoms (abos) was conducted and symptom of right upper quadrant pain was identified. The patient's karnofsky score was reported to be 90. Tissue diagnosis was obtained by brushing the biliary duct. Tumor imaging was obtained using pancreatic protocol CT and eus. The clinical tumor stage was reported to be ia - t1 n0 m0. Baseline laboratory tests were conducted on (B)(6) 2015. Chemotherapy and radiation was planned for the patient. The initial stent placement procedure was performed on (B)(6) 2015 and was completed as an outpatient procedure. A prior biliary sphincterotomy had been performed. A wallflex biliary rx fully covered stent was placed in a satisfactory position across the stricture. The patient underwent pre-operative visits on (B)(6) 2015. The patient was transitioned to palliative management, he was no longer a surgical candidate due to a decline in physiological status. According to the complainant, the patient presented with gastrointestinal bleeding on (B)(6) 2015. The event was deemed related to the study stent. The patient was hospitalized and discharged on (B)(6) 2015. On (B)(6) 2015 a partial migration of the stent was noted and was deemed related to the gastrointestinal bleeding. The patient underwent a biliary reintervention on (B)(6) 2015 and was treated as an inpatient. An ercp procedure was performed and the wallflex biliary rx fully covered stent was noted to be 2/3 of the way out of place. The physician did not remove the wallflex biliary rx fully covered stent as there was a concern whether upstream/distal waste would dislodge a clot causing bleeding. The bleeding was considered resolved prior to the patient discharge on (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex biliary rx fully covered stent was implanted to treat a 1.0 cm malignant adenocarcinoma tumor in the head of the pancreas during a stent placement procedure performed on (B)(6) 2015 as part of e7034 wallflex biliary fully covered preoperative drainage natx clinical trial. Baseline assessment of biliary obstructive symptoms (abos) was conducted and symptom of right upper quadrant pain was identified. The patient's karnofsky score was reported to be 90. Tissue diagnosis was obtained by brushing the biliary duct. Tumor imaging was obtained using pancreatic protocol CT and eus. The clinical tumor stage was reported to be ia - t1 n0 m0. Baseline laboratory tests were conducted on (B)(6) 2015. Chemotherapy and radiation was planned for the patient. The initial stent placement procedure was performed on (B)(6) 2015 and was completed as an outpatient procedure. A prior biliary sphincterotomy had been performed. A wallflex biliary rx fully covered stent was placed in a satisfactory position across the stricture. The patient underwent pre-operative visits on (B)(6) 2015. The patient was transitioned to palliative management, he was no longer a surgical candidate due to a decline in physiological status. According to the complainant, the patient presented with gastrointestinal bleeding on (B)(6) 2015. The event was deemed related to the study stent. The patient was hospitalized and discharged on (B)(6) 2015. On (B)(6) 2015 a partial migration of the stent was noted and was deemed related to the gastrointestinal bleeding. The patient underwent a biliary reintervention on (B)(6) 2015 and was treated as an inpatient. An ercp procedure was performed and the wallflex biliary rx fully covered stent was noted to be 2/3 of the way out of place. The physician did not remove the wallflex biliary rx fully covered stent as there was a concern whether upstream/distal waste would dislodge a clot causing bleeding. The bleeding was considered resolved prior to the patient discharge on (B)(6) 2015. Additional information received on december 10, 2015. Reportedly, there was a sudden and large volume of bleeding coming from the patient's rectum that lead to hospitalization. The patient was reported to have an ulcer at the papilla that may have been caused by the distally migrated stent. Plavix was discontinued and an epinephrine injection was used to control the bleeding. No further bleeding was noted. In the physician's assessment, the bleeding was related to the stent. The patient is currently on low-dose aspirin and is feeling well. The patient was removed as a surgical candidate due to factors other than tumor resectability, such as decline in physiologic status, and was transitioned to palliative management.